Manufacturer narrative:
Approximate age of device ¿ 2 years.  The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an acute duodenal gastrointestinal bleed from a dieulafoy type lesion. An endoscopy was performed and hemoclips were placed. Anticoagulation was held during the admission. The patient was transfused with 2 units of blood and hemoglobin stabilized. As of (B)(6) 2018, there were no recurring symptoms of anemia or continued bleeding. At the time of discharge, the patient was tolerating diet, hemoglobin was stable, and the gastrointestinal bleed had reportedly resolved. The patient was started on an octreotide depot and discharged with a new lowered inr goal and plans to restart a lower dose of anticoagulation. The patient was instructed to discontinue iron. No additional information was provided.